Manufacturer narrative:
The customer discarded the device. The reporter indicated that he did not believe the alleged oxygenator issue resulted in the patient's death. The reporter also "conferred with the surgeon and other perfusionists on the team and believes that there must have been some significant clot that came loose after the impella removal." . Follow-up was requested; however, the reporter indicated no further information would be provided. Therefore,no assessment can be made without more information and/or an analysis of the devices.

Event description:
On 28-oct-2023, peripheral va ECMO was initiated with a nautilus oxygenator and an impella. On (B)(6) 2023, the clinical team removed the impella and the post oxygenator blood turned dark instantly. All attempts to check for reasons for this were negative. It was reported that within an hour or so after this, the oxygenator "failed", undefined. The oxygenator was changed and then performed normally. The patient expired later that night.